Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited a malfunctioning screen, as documented by user-provided photos, and a replacement device was issued. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included continued diabetes management using backup therapy until the replacement arrived, with normal cgm use maintained. Investigation included customer service troubleshooting and verification, data sync guidance, device shutdown instructions, and return logistics for evaluation. Investigation of this case revealed a device display issue consistent with a hardware screen visibility problem that necessitated device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.